Event description:
It was reported that the asymptomatic patient presented to hospital for routine check. The pulse generator exhibited a diagnostics anomaly. The clinician would discuss with following physician on the reprogramming that was suggested by technical services. No intervention had been reported. The patient's condition was fine after visit.

Manufacturer narrative:
(B)(4).